Manufacturer narrative:
The device records 30 manual power ups between the (B)(6) 2006 and the (B)(6) 2015, the longest of which lasts 2 minutes 55 seconds duration. During this time on the (B)(6) 2015 and the (B)(6) 2015 information from the memory log suggests the device may have been attached to a patient due to an in range patient impedance being measured. No further log entries were recorded. The returned pad-pak was inserted into the device and the device passed a self-test. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switches on automatically.